Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional cardiac catheterization procedure using a 6f sheath. Reportedly, after deployment the lever would not close and the foot of the proglide did not retract. The device became stuck and when pulling back to remove the device, a portion of the guide broke off in the patient. Additionally, tissue damage occurred. Cut down surgery was performed to removed the separated portion of the proglide guide and an arterial patch was used to treat the tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close foot could be tested/confirmed due to returned condition of device. The reported ¿device became stuck and when pulling back to remove¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.